Event description:
Same case as pr ID: (B)(4). It was reported that unstable angina pectoris occurred and required treatment. On (B)(6) 2022, the subject presented with unstable angina and was referred for cardiac catheterization. The first target lesion was located in the proximal left circumflex artery (lcx) extending up to middle lcx with 90% stenosis and was 26 mm long with a reference vessel diameter of 2.5 mm. The first target lesion was treated with pre-dilatation and placement of a 2.50 mm x 28 mm synergy stent system. Following post dilatation, the residual stenosis was noted to be 0%. The second target lesion was located in the proximal left anterior descending artery (lad) extending up to middle lad with 80% stenosis and was 18 mm long with a reference vessel diameter of 3.0 mm. The second target lesion was treated with pre-dilatation and placement of a 3.00 mm x 20 mm synergy stent system. Following post dilatation, the residual stenosis was noted to be 0%. Three days later, the subject was discharged on aspirin and clopidogrel. On (B)(6) 2025, the subject was diagnosed with unstable angina pectoris and was hospitalized on same day for further treatment. At the time of the event the subject was on clopidogrel. Medication was given to treat the event. Six days later, the subject was discharged from the hospital. At the time of reporting, the outcome of the event was considered to be recovering/resolving.